Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to the implant bulging out of the head. The patient was reimplanted with another cochlear device during the same surgery.